Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Reportedly, the customer mistakenly entered 228 grams of carbohydrates instead of entering a bg value of 228 (mg/dl) and delivered a bolus. During the time of the call with tandem technical support, the customer's blood glucose level was trending downwards (174 mg/dl), the contact declined further troubleshooting as the suspected cause of bg level was due to alcohol consumption, and the customer had 10 units of insulin on board (iob). However, during a follow up call by tandem technical support on the following day, the contact reported that the customer consumed orange juice and bg level stayed within target.